Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-24129. It was reported the pt experienced pain at his laminectomy site. Surgical intervention was undertaken and the scs system was explanted.

Manufacturer narrative:
Results: the complaint for "pt discomfort" was not confirmed. As received, the lead was complete an discolored. Instrumental marks were observed on both lead bodies. Microscopic inspection for lead 1 to 8 revealed detached wires from the paddle electrodes. Microscopic inspection for lead 9 to 16 revealed detached wires from the paddles electrodes for channels 12 and 16. The detached wires from the paddle are consistent with the explant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.